Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Customer informed the fse, that error 4123 has been persistent and occurs while loading tips. Fse confirmed the reported error by reviewing the error log. While troubleshooting, the fse cleaned all lead screws, railings, and sensors of the sampler and reagent lane. Fse observed that the sampler was misaligned. Fse resolved the issue by performed tip alignment. Fse additional aligned the tip waste, verified the sampler position at the sample, diluent port, and dispense lane. Fse validated the instrument by running qc; results were without errors and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [4123] sample-z home overrun cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and also check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. The most probable cause of the reported event is due to mis-aligned sample nozzle.

Event description:
A customer reported getting error message "4123 sampler z home overrun" on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.